Event description:
Event description cpi received information that the model 1705 implantable cardioverter defibrillator (ICD) was exhibiting a battery status of ert2 with a long charge time. The patient received numerous shocks in one day and the pacing appeared to be intermittent. The ICD was taken out of service but not removed from the patient before the replacement model 1810 ICD was implanted and activated for patient use. Afterward it was reported that the model 1705 ICD was beeping every hour even though the tachy therapy, pacing therapy, and magnet features were turned off. The model 1705 ICD remains implanted in the patient.